Event description:
This valve was explanted after four years and three months implant duration, due to leaflet prolapse, incomplete coaptation, and aortic regurgitation. No further information was provided.